Event description:
3 of the dexcom g6 sensors (all with the same lot #) that I use to help manage my type 1 diabetes failed within 12 hours. I reported this to dexcom and instead of advising me not to use any more from the same lot # they told me to keep inserting them and if they fail, report each one separately. Once inserted they take 2 hours to "warm up" so this is a long process, meanwhile getting no glucose readings. Then, when they failed, I had to call and report it. Then, check my glucose manually and adjust the settings on my insulin pump to allow for lack of a working sensor. Then, I was promised an "overnight" replacement which, 2 days after reporting the problem, hasn't even been shipped yet. Plus, I thought the purpose of a lot number was to facilitate return and replacement of products that have been reported as defective. And isn't 3 bad sensors out of 9 (so far) when usually there is no issue, cause for concern? Reference reports: mw5147085, mw5147086.